Manufacturer narrative:
Sections d1, d2a, d2b, and d4 were updated. The k electrode lot number was 31231647. Calibration and qc were acceptable. The k electrode should have been replaced no later than (B)(6) 2023 and, therefore, it was used past its maximum in-use time. The data analysis conducted revealed no instrument-related issues and that the k electrode was used beyond the maximum in-use time, constituting an off-label use. The investigation did not identify a product problem. The cause of the event was not following the instrument's instructions for use which potentially led to consumables exceeding their specified maximum in-use time along with improper sample handling.

Event description:
We received an allegation about discrepant results for 2 patients whole blood samples tested for potassium (k) on a cobas b221 6 roche omni s6 system compared to a different cobas b221 6 roche omni s6 system. Sample (B)(6) (patient (B)(6)): initial result: 9.21 mmol/l (tested from arterial blood). Repeat result: 2.96 mmol/l (tested from arterial blood on another cobas b221 6 roche omni s6 system). Sample (B)(6) (patient (B)(6)): initial result: 8.70 mmol/l (tested from venous blood). Repeat result: 4.01 mmol/l (tested from arterial blood on another cobas b221 6 roche omni s6 system). The customer questioned the initial results and repeated the samples on another cobas b221 6 roche omni s6 system within a few minutes. No questionable results were reported outside the laboratory. The repeat results were considered to be correct as they matched the patients' history.

Manufacturer narrative:
The k electrode expiration date was not provided. The cobas b221 6 roche omni s6 system serial number was 26199. The sample was processed immediately when it arrived at the laboratory and the syringes used had an anticoagulant. The k and the reference electrodes of the ise chamber were requested for investigation on 25-jul-2024 but the customer mentioned that they will not be provided. The investigation is ongoing.